Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. The patient's atty did not allege a specific device failure or patient injury and no med records were provided. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's atty. On (B)(6) 2012 the patient was implanted with a "bard polypropylene mesh" during an indirect inguinal hernia repair surgery. On (B)(6) 2013 the patient underwent a revision procedure of left inguinal hernia with mesh removal by laparotomy. Reportedly, the mesh , the vas deferens and the testicular artery and vein were wrapped in the bivalve portion of the mesh. The mesh was split along its bivalve, exposing the vas deferens and testicular artery and vein. A portion of the mesh was amputated and left on the posterior aspect of the spermatic cord. The dissection was continued medially and the mesh was again amputated leaving a small portion on the pubic tubercle. The atty's report alleges pain, injury, additional medical/surgical intervention, defective mesh.